Event description:
It was reported that "after ga, hypotension. Cvc inserted to start inotrope. When inserted guidewire, arrythmia noted and guidewire withdrawn. However, the guidewire got stuck. After 1 minute, wire removed successfully and spring on guidewire was exposed." Additional information received states "the patient developed arrhythmia as the guidewire advanced into the right atrium. The arrhythmia resolved after attempting to withdraw the guidewire. However, the guidewire was noted to be stuck at that time." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after ga, hypotension. Cvc inserted to start inotrope. When inserted guidewire, arrythmia noted and guidewire withdrawn. However, the guidewire got stuck. After 1 minute, wire removed successfully and spring on guidewire was exposed." Additonal information received states "the patient developed arrhythmia as the guidewire advanced into the right atrium. The arrhythmia resolved after attempting to withdraw the guidewire. However, the guidewire was noted to be stuck at that time." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The image shows an unraveled guide wire. The complaint of an unraveled guide wire was able to be confirmed by the photo. The customer also returned a single guide wire for evaluation. Visual examination revealed the guide wire is unraveled from the proximal weld. The distal j-bend was intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is tapered and discolored at the point of separation. Both welds were present and were observed to be full and spherical. The broken core wire measured 603 mm in length, which is within the specification of 596-604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.790 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire could not be functionally tested due to the extent of the damage of the guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this product warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample and the customer supplied photo. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.